Manufacturer narrative:
Customer has indicated that the collection of the whole blood sample used to run the t2bacteria panel may not always occur concurrently with blood culture sample collection, and that antibiotic therapy may have been initiated after blood culture collection but prior to collection of t2bacteria panel sample.

Event description:
T2biosystems recevived information from a customer reporting historical data with instances of potential false negative e. Coli results using the t2bacteria panel. Incident rate is reported as around 1% of cases.